Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported during drain 3 of 3, the cycler alarmed for air detected in the cassette. Treatment was canceled. As the patient removed the supplies she noticed solution inside the cassette door. Follow-up was made with the pd patient, who stated she reverted to continuous ambulatory peritoneal dialysis (capd) therapy when the issue occurred, thus no treatment was missed. The patient stated she was not required to come into the clinic and was not provided any prophylactic medication as a result of the reported fluid leak, and no adverse event occurred. The set was discarded.